Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed october 16, 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient underwent a surgical procedure (date not reported) for irrigation/debridement of site. The patient is currently being treated with IV clindamycin.

Manufacturer narrative:
This report is filed december 17, 2013.